Event description:
It was reported that the catheter had a micro-tear. A replacement was planned. No patient symptoms or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Results refers to the catheter.